Event description:
A pt experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt was initially seen by another practitioner in 06 who prescribed tobradex for one week. Follow-up took place 7 days later and the pt began treatment with vigamox and natamycin. The pt was then referred to the reporting physician the following day. An isolate of the corneal ulcer was obtained which was positive for fusarium. The pt continued natamycin treatment. The pt's outcome included a central dense corneal scar requiring a corneal graft (pending).